Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up with a device that was post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. The patient received inappropriate hv therapy. Programming changes were made. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.